Manufacturer narrative:
The cusa clarity (c7036) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. The temperature rises at maximum duty cycle of 5 mins at 100% amplitude minimal, returning to normal after four minutes at idle. No repair is required and is returned in received condition. Unable to replicate the reported problem. No fault found. The reported failure ¿overheating¿ was unconfirmed. The root cause found that the device passed all testing and met specification. Issue may have been caused due to possible cooling water system error with the console.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) was overheating. It is unknown if there was patient involvement; however, no delay or injury has been reported.